Event description:
Patient reported her infusion device is leaking from the infusion adapter. Patient stated she had a few elevated blood glucose readings of 25.0-26.0 mmol/l (450-468 mg/dl) from (B)(6) 2010-(B)(6) 2010. Patient reported she thought she was getting a cold or the flu so she did not think there was a problem. Patient stated she gave herself an insulin injection to bring the blood glucose levels down. Patient reported she noticed there was an insulin leak coming from the infusion adapter on (B)(6) 2010. Patient stated somewhere around the infusion adapter is leaking. Patient reported she is not sure if it is the infusion adapter itself or around the luer lock. Patient stated she changed the infusion adapter, luer lock, infusion set and insulin cartridge but the issue persisted. Patient reported she has been giving herself insulin injections manually since (B)(6) 2010. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.